Event description:
This report cites a complaint by a distributor for a leaking infusion sets. The distributor rec'd a report from one of their customers (a supplier) that indicated ten infusion sets leaked during chemotherapy (5-fu) treatment at a user facility. The report from the distributor cites the failure mode as a tubing-bond leak at the in-line filter. There is no report of injury.

Event description:
This report cites a complaint by a distributor for leaking infusion sets. The distributor received a report from one of their customers (a supplier) that indicated ten infusion sets leaked during chemotherapy (5-fu) treatment at a user facility. The report from the distributor cites the failure mode as a tubing-bond leak at the in-line filter. There is no report of injury.